Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received information that the right atrial (ra) lead was surgically abandoned due to a dislodgement. The physician opted to not implant a new lead and plug the ra port on the device. No adverse pt effects were reported. No additional information is available at this time. If additional information becomes available, this report will be updated.